Event description:
Caller states the pt tested 4.0 inr on the coaguchek s system and 3.05 inr on a comparison lab. Coumadin was decreased based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.